Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a hardware issue. Replaced the power supply. Software functioning as designed. H3, h6: the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, initializing please wait. Visual inspections shows component is electrically over stressed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,troubleshoot the system to confirm the issue, most of the generator board was not illuminated. Checked the ds1(digital signal) board while the system was on and it also was not illuminated. Checked the ps1(power supply) and was not receiving 5vdc or 15vdc from the board but confirmed 230 ac coming into the ps1. Replaced the ps1 and performed a system checkout. All tests passed and were within mdt standards. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 ,b1serial/lot #: 4.2.1/4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system while around the patient says radiation disabled with a x on it. And it says initializing please wait at the bottom.restarted the systems both individually and then connected the mvs(mobile viewing station) and ias(imaging acquisition system). No resolution.6th restart with the systems connected to each other waited 3 minutes inbetween shutdown and start up to they did 4 restarts before calling in to tech services.this issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.